Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. The impella rp was placed in right femoral vein and to decompress the right vein, the surgeon placed a mattress suture around the site. The sheath was swapped and mattress suture was tampered down. As there was still significant bleeding from the site, a figure eight around site was made as well. This helped and manual pressure was discontinued after ten minutes with good hemostasis. Additional information received reported the patient expired while on support. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.